Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and passed. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed that the smartphone/receiver was unable to detect/find the transmitter. Permanent connection loss was observed